Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) with impedance of 702 ohms prior implant to 745 ohms at implant. The rv wave went from 14 milli volts to 1 milli volt. Chest x ray was performed and noted that this rv lead advanced out towards the apex. The patient experienced stimulation with rv testing. A lead revision will be performed. At this time, this rv lead remains in service. No additional adverse patient effects were reported.